Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, it was determined that events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints about this device. This pump underwent routine maintenance testing. It was detected the pump's flowrate failed the specification and had blurry display screen. Consequently, the pump was adjusted back to acceptable flow rate specification. The recalibration has successfully addressed the issue. No patient was involved as it was a routine maintenance.

Event description:
On 03/13/2024, zyno medical received a report that a pump had failed flow rate during preventive maintenance testing. The pump was received on 02/28/2024. After the pump is calibrated back to an acceptable specification. It is operational. No patient was involved as it was discovered during testing.